Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years to the date the manufacturer became aware. Block d62b: lgw, qrb investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure.